Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
On (B)(6) 2025, the patient underwent re-implantation of the rns system, including the neurostimulator and two depth leads. On (B)(6) 2025, the patient reported blurry vision and increased swelling around the right eye. On (B)(6) 2025, the rns system was explanted. Intraoperative cultures confirmed the presence of infection. Treatment included IV antibiotics (ancef) for six weeks. The patient had a previous infection which was reported to the FDA in report 3004426659-2025-00020.